Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2022: 288 mg/dl and 98 mg/dl. On (B)(6) 2022, the patient received the following results within 15 minutes: 312 mg/dl, 100 mg/dl, 127 mg/dl and 137 mg/dl.